Event description:
The test lab technician reported that during routine testing of the device at the service center, when they went to use the central control monitor (ccm) for the execution of a lab study, they turned the power on to the base and the ccm did not start up. A black screen came up with a red box with the message. "Ccm needs service". There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.